Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available. Note: multiple attempts (including phone and email) were made to the customer to retrieve devices involved, details on the event description, and product information, such as material number and serial number. To date, there has been no additional information provided.

Event description:
As reported by the user facility: patient death event at (B)(6). Date unknown, event description unknown, pump s/n unknown.

Manufacturer narrative:
This complaint has been identified as b braun medical internal complaint number (B)(4). The device was not returned for evaluation. Further investigation of the complaint is not possible without a device. If the device does become available, the complaint will be reopened for further evaluation. All information concerning this reported incident has been included in our trend analysis of the product line.